Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that the helix would not extend after it was placed in the patient's body. Patient was in good condition before, during and after the procedure.

Event description:
It was reported that during implant procedure, helix extension issues were observed. The lead was not implanted and a new lead was implanted instead. No further information was provided.